Event description:
Complainant alleged that a nurse was performing a routine shift check on the device when the battery well heated up and exploded. The nurse was leaning on the device at the time and she alleges that she experienced a shock from the device. There was no pt involvement in the reported malfunction. The nurse receiving the shock complained of experiencing numbness in her left arm and hand after the reported event.